Manufacturer narrative:
Correction added to code impedance issues on the implant as well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Product ID: 97715, serial# (B)(6) implanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that one can only assume the lead migration and twisted lead was the cause since the high impedance was only on that lead. They reprogrammed not using the bad electrodes. Patient is getting stimulation right now and is taking a wait see approach. Nothing surgically has been done at this point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient had a lead revision. Both leads were completely out of the epidural space. Patient is getting good stimul ation after the revision.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The caller stated the patient (pt) was set for a lead revision yesterday related to previous noted case. The caller stated that the leads were backed 'all the way down' and they were tangled up. The caller states they assumed the pt had twiddler's syndrome. The caller states that the pt had impedance issues on both leads so both leads were removed and replaced. The leads were connected to the previously implanted battery and the impedance test showed possible shorts on 4 electrodes. Caller states they removed the leads, wiped down, and re-inserted multiple times but the issue remained. The caller states they opened a new implant (ins) per the doc's request and the impedance issues remained on the contacts in question. The caller states the removed ins is in the facility's pathology lab and when they are through they will send the product(s) back.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2023; explant date brand name vectris surescan; product ID 977a260 (serial:(B)(6) ); product type: 0200-lead; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient was getting an error when trying to increase the intensity of stimulation since the day before yesterday. Caller stated that they would get the message cannot provide your desired intensity settings. Caller said sometimes the message wouldn't come up, but when it did it was when trying to increase intensity. The caller was redirected to the patient's healthcare provider to further address the issue. Pt asked rep to meet with them to check the ins. No complaints around therapy or device was made in that conversation. Rep met with pt yesterday and checked ins and found high impedances on contacts 8, 12 and 14. Rep checked impedances 2-3 times with and without palpating the device and they were still out. During discussions it was reviewed that pt was seeing the "settings can't be delivered" message as well. Rep had asked about any falls to which the pt reported no falls. Rep was able to program around the impacted contacts. Pt was redirected to hcp for x-rays. X-rays were taken today and found that the leads are all twisted together in multiple places. Rep sent copy of x-rays to ts who added them to the file. Looks like x-rays were done in (B)(6) 2024 and today.